Event description:
We don't know what happened; the hub was under an intact dressing. A chest x-ray, CT of abdomen and ultrasound of the arm have not found the remainder of the PICC line. The pt seems to be fine, though she has been on telemetry ever since this was discovered missing. Still unable to find the PICC line in pt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexf0847 showed no other similar product complaint(s) from this lot number.